Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, while preparing for an unknown procedure, the subject device image would not focus. The procedure was completed utilizing a different device with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and provide a correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of "image misfocusing" was not confirmed and could not be replicated. In addition, the following reportable malfunctions were identified during the device evaluation: cable slice, failed leak test. Both the cable slice and failed leak test were confirmed. Based on the results of the investigation, it is likely the following led to the malfunction of "image misfocusing": no problem detected. The malfunctions of cable slice and failed leak test were likely cause traced to component failure. However, definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, while preparing for an unknown procedure, the subject device image would not focus. The procedure was completed utilizing a different device with no surgical delay. There were no reports of patient harm.